Manufacturer narrative:
Block b3: exact date unknown, event likely occurred two months ago patient noticed changes in stimulation. Block d.2b; additional applicable product codes: qrb.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced changes in stimulation and was no longer achieving pain relief. An x ray revealed that the lead had migrated approximately two vertebral levels downward. Surgery was performed to reposition the lead; however, the attempt was unsuccessful, and the lead was subsequently replaced. Postoperatively, no adverse patient effects were reported. The explanted device will not be returned for analysis, as it was discarded by the medical facility.